Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (as per the device analysis report). The device analysis report is attached. This report is submitted on september 27, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient sustaining a trauma that affected implant function. The patient was reimplanted with a new device on the same date.